Manufacturer narrative:
Initial testing of the device was conducted at the user facility on "10213/2013" by the hospira field service engineer. The power cord is expected to be returned for further testing. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the prongs on the ac power cord were bent. The device was returned to the biomedical department for a report of, n184 prox occl a/air. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.